Manufacturer narrative:
On (B)(6) 2013. Content: as the original bulk non sterile contract manufacturer, medron has no direct contact with end user. History: (B)(4) notified medron of a retrospective complaint analysis that changed (B)(4) complaints to a reportable status and requested DHR reviews. As a contract manufacture, medron is also required to submit a MDR for the event per (B)(4). These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements.

Event description:
It was reported that a crossing support catheter broke during removal from the packaging hoop. Reportedly, the catheter was flushed while it remained in the packaging hoop. There was no patient involvement.